Event description:
When trying to insert a peripheral IV on our patient for hypoglycemia we had 3 IV catheters with frayed ends, causing the IV start to be unsuccessful or blow the vein.

Manufacturer narrative:
G.4. K201075; k251654 b3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.